Event description:
It was reported that intermittent malfunction alarms occurred. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Tandem technical support decided to replace the problematic pump. A replacement pump with updated software was sent, and the customer was instructed on its use, including storage mode procedures. The customer acknowledged these instructions and was advised to return the faulty pump using a pre-paid label within 10 days.